Manufacturer narrative:
Evaluation summary: one unit was returned for evaluation. The report was confirmed during testing. It was found that the switch panel membrane was worn and the battery was older than 2 years. The pmmod, front enclosure, and battery were replaced, and the software was updated, which resolved all the unit¿s issues. Uut (unit under test) was checked for proper operation, current upgrades and revisions. The unit was performing to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low oximetry reading. It was reported that the newborn being monitored had 93% to 95% spo2 but when connected to another monitor, it measured 98%. Customer reported that there was no patient harm.